Manufacturer narrative:
(B)(4).

Event description:
It was reported that while on a patient the ht70 plus ventilator generated an alarm and a loud noise. Subsequently, the ventilator became inoperable. The patient was removed from the ventilator and manually ventilated. The patient was placed on an alternate ventilator and was not harmed or injured as a result of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to an issue with the temperature of the device. If information is provided in the future, a supplemental report will be issued.